Manufacturer narrative:
The insulin pump passed the displacement and failed self test. The insulin pump received with no audio or beeping alarms and tones due to broken black wire of the piezo transduce. The insulin pump received with no vibrate due to broken black wire at the vibrator motor. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did not vibrated. Customer's blood glucose level was 16.2 mmol/l. No physical damaged to insulin pump. Customer did self test then it rang three times and vibrated. Customer stated that the insulin p[ump was working as designed. Insulin pump will not be returned for analysis.